Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the leadless implantable pulse generator (ipg) the patient experienced pericardial effusion and tamponade. A pericardial drain was performed. It was noted that whilst deploying the patient moved which may have caused the device to deploy on anterior aspect of rv wall. No further patient complications have been reported as a result of this event.